Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide lens was chipped due to a component failure of the distal end cover glass. And the light guide bundle at the rear end was interrupted and weakened due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited interrupted and weakened light guide bundle at the rear end, chipped light guide lens, component failure of the distal end cover glass and component failure of the light guide bundle. There was no patient involvement.